Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/09/2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. It was also observed that there was moisture on the display screen inside the pump. A leak test was performed and failed due to a battery leak. The pump was opened and there was moisture found on the display and on the power printed circuit board. Additionally, the pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the ¿power¿ complaint was duplicated. (B)(4).